Manufacturer narrative:
(B)(4). Two companion samples from batch (B)(4) were received. The units had not been used. The overpouch had been removed from one of the samples. The solution in each of the solution bags was clear. Various samples for similar complaints have been sent to and analysed by our sister plant in (B)(4). These samples consisted of cloudy solution and precipitates and were taken from the pre/post dilution lines. The precipitates were isolated and inspected using various laboratory analytical methods. The analyses concluded that the precipitates observed are calcium carbonates. A european team, including members of the (B)(4) qa management group and the product development group in (B)(4), has been set up to investigate this issue. Investigations into this issue are ongoing. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Based on the information gathered during baxter's investigation, the root cause of this report was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter?s commitment to perform a two year retrospective review of renal complaints in response to (B)(4).

Event description:
This is a report from a customer from (B)(4) of the observance of a cloudy predilution line while performing continuous veno-venous hemodialysis on a patient. It was also observed that precipitate had formed in the predilution line and whitening of the post dilution could also be observed. There was one (1) bag of accusol hanging at a time and all bags had been mixed,. 20 mmols of potassium chloride(kcl) was added to the bags. The treatment was stopped. There was no patient/user/other person?s injury reported.